Event description:
On (B)(6) 2011, pt reported ongoing issues with the infusion device. Pt reported her blood glucose has been as low as 50 mg/dl. Pt stated she was traveling and spent 4 hours in a rest station. Pt reported she ate all of her glucose tablets, had glucagon, and drank 2 quarts of soda. Pt stated she was also eating protein and it was a constant struggle because she kept vomiting up everything she ate. Pt reported it took 4 hours for her to begin to feel better. She stated she was out of it and her husband was there to help her. Pt's normal blood glucose range is 100-120 mg/dl. Pt is currently using a competitor's infusion set. Pt reported she has to mostly use her rear end for infusion sites because of an apron of skin that hangs to her knees. Pt reported occasionally the apron of skin will cause an occlusion in the infusion device and she will change out the sites to correct the error. Pt stated she does take an antibiotic for (B)(6) that does affect her blood glucose levels. Advised pt to go on the backup infusion device to see if this regulates her blood glucose. On f/u call on (B)(6) 2011, pt verified she switched to the backup infusion device yesterday. Pt stated she changed out all of the products prior to going on the backup device. Pt reported she ate more than she normally does last night for dinner and woke up with a blood glucose level of 163 mg/dl. Pt felt this was normal. Pt tested her blood glucose level during the call and it was 108 mg/dl. Pt stated she feels this is normal because she has not had her 10 am snack due to being busy. On f/u call on (B)(6) 2011 pt reported her blood glucose level has been up around 190 mg/dl because of the amount of carbs she has eaten. On call back on (B)(6) 2011, pt reported her blood glucose levels are back to normal. On f/u on (B)(6) 2011, pt stated she did not believe it was an infusion device issue, but more of a clinical one. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.